Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information a report that the split pump has poor elasticity and slow retraction.